Manufacturer narrative:
(B)(6). Reference MFR report #2916596-2017-00473 for the patient¿s previous pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 4 months device evaluation: the pump, (B)(4) , was returned assembled with the outlet elbow attached and driveline severed approximately 13.5 inches from the pump housing. The remainder of the driveline (approximately 24.5 inches), sealed inflow conduit, sealed outflow graft, sealed outflow graft bend relief, sealed outflow graft bend relief collar, and apical sewing ring were returned unattached from the device. Upon disassembly of the returned device, ring-like thrombus formations were observed surrounding the inlet bearing cup and the inlet bearing ball. The similarity in size and structure of these thrombi indicate that they appeared to have formed as one thrombus around the inlet bearing and were pulled apart during disassembly of the pump. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an undetermined period of time while (B)(4) was supporting the patient. Upon removal of the thrombus formation, the surface of the rotor¿s bearing ball did not reveal any anomalies related to wear and was properly seated within the bore of the rotor. A direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined. Visual inspection of the remaining smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). Thrombus is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient underwent pump exchange for suspected pump thrombus. The exchange procedure occurred at (B)(6). No further information was provided.